Event description:
Treatment of an avm. It was reported physician applied too much pressure on the syringe and ruptured one of three catheters. No pt injury reported.

Manufacturer narrative:
The device has been returned and is being evaluated. A follow up report will be submitted after evaluation is completed.